Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Found that in esg-400 while switching on the machine it shows the error e-433 on display. Iuc: gee1141 - pae. Event was found during the maintenance (daily routine check) by bme. Kindly note there is no procedure or patient involved.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The device was returned for evaluation. During the evaluation, the reported issue could not be confirmed. In addition, dust was found inside the device and a wrong screw fixed on top cover. The cause of error e433 could not be determined. Possible causes for the occurrence of the error message e433 are: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the generator is booting (temporary error caused by user action). 3. A defective foot switch due to a short circuit in the connector (temporary error). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4. A defective foot switch due to a defective reed contact (temporary error). 5. A defective cable connection between the hvps board and the generator board (temporary or permanent error). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective tr1 transformer on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. The supply voltage from the hvps board is missing or too low (permanent error). 12. The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). 13. A defective hvps board due to a short circuit of the mos transistors (permanent error). 14. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 15. A defective motherboard due to a defective adc (permanent error). 16. Defective tvs diodes on the relay board (permanent error). Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).